Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6). The customer¿s blood glucose level was 400 mg/dl and 376 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting and stomach upset. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.